Event description:
It was reported that the customer's insulin pump had an error alarm during rewind. Troubleshooting was performed, and the device could not pass the motor displacement test. No further info was provided.

Manufacturer narrative:
The insulin pump failed displacement test. Followed by a motor error alarm during rewind due to motor encoder signal out of phase.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.